Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of connection between smart device and transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. The device was charged and will boot. The device log was downloaded and retrieved. No firmware errors related to the complaint were found in the log. Functional testing was performed and passed. The complaint confirmation could not be confirmed. The root cause could not be determined.